Event description:
The distributor contacted dexcom technical support on (B)(6) 2015 to report, on befalf of the patient, that there was no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, the patient was advised to test the alert functionality and patient reported no audible sound, only vibration.

Manufacturer narrative:
(B)(4).